Event description:
Pump alarms "cassette not installed" when cassette has been installed in pump. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.